Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, d4 UDI additional information was requested, and the following was obtained: according to feedback of the sales rep via phone, event date should be (B)(6) 2024. Therefore, event date and procedure date should be (B)(6) 2024.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. The returned product revealed that it was received one needle that pertained to product code w9923. During the visual inspection of the needle, the hole and swage area were noted with marks probably caused by a surgical instrument. In addition, it was observed that there were remnants of the suture in the needle hole. In addition, the suture was not returned for analysis. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent an episiotomy on (B)(6) 2024, and suture was used on the perineal skin and muscle. The surgeon was sewing in a continuous suturing manner. During surgery, pull off suture needle occurred when sewing the perineal muscle. The needle fell into the patient's body. The surgeon visually looked for the needle and removed it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was used. The subsequent operation went smoothly. The surgery was delayed over half an hour. The patient is currently stable; no harm occurred. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2024. The following information was received: after investigation, the patient is a 31-year-old female. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.